Event description:
The customer states that the architect c8000 analyzer continued to aspirate the total bilirubin reagent and analyze patient samples although an error 3102, unable to process test, liquid contact broken during aspiration for (reagent 1b), and pipettor at position (d11) occurred during the run. The customer identified twenty patient samples that were analyzed when the error occurred. The customer states that the patient samples generated elevated total bilirubin result. The customer gave an example of one patient sample that generated the total bilirubin result of 80 umol/l which was reported and questioned by a physician. The patient sample was repeated at the physician?s request and the repeat result was 6.5 umol/l. The customer states that the suspect patient samples were retested and the total bilirubin results generated were normal. A review of the message history logs showed that additional errors were generated during the time period, the patient samples were run (software errors, level sense errors, and aspiration error for sample pipettor). There is no report of impact to patient management reported. An investigation is pending.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation, erratic total bilirubin results. To investigate this issue the complaint text, instrument logs, the architect system labeling, and the instrument history were all reviewed. The message history revealed four liquid level sense errors that occurred during the testing of the twenty samples. Error code 3375, documented in the pressure monitoring log, was generated when the instrument detected a large clot in the test sample. The majority of the liquid level sense aspirations were performed without an error; however, three air bubbles popped and generated error code 3102. The generation of error code 3102 confirmed the customer's observation of the analyzer continuing to aspirate the reagent while generating erratic total bilirubin results. The review showed the architect system operations manual does address erratic results including probable causes such as bubbles foaming at the surface of the reagent and appropriate corrective actions. Additionally the review of the instrument history showed no additional complaints have been received involving erratic results. A review of the tracking and trending reports revealed no adverse trends were identified related to this issue. A review of the complaint history for the architect c16000, serial number (B)(4), indicated no additional incidents of discrepant results. The architect system operations manual, section 7, operational precautions and limitations, limitations of result interpretation states the assay results must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. Additionally, section 10, troubleshooting and diagnostics, observed problems, erratic results, poor precision (c system) lists the probable causes and corrective actions for erroneous results. Based upon the investigation, it was determined that the architect c16000, serial number (B)(4) is functioning as intended and was producing the appropriate error codes to alert the operator. This is the final report.